Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional pt/event details have been requested. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported that the pt underwent thoracic surgery. An aquacel foam dressing was made to the pt's thoracic area and lower leg. The dressings reportedly "fell off" within 24 hours of the initial application. This occurred with an unk number of dressings and an unk number of pts. No pt complications were reported as a result of this event.

Manufacturer narrative:
It was discovered on november 24, 2015 that additional information was received on august 17, 21015. No corrective action for the complaint issue. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).